Event description:
The customer reported the system could not start up (no boot). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos) was replaced during the service call. The system was tested, found to be working as intended and returned to service.